Event description:
On (B) (6) 2008, noise continued on the ventricular channel. The sense/pace portion of the lead was capped.

Manufacturer narrative:
Analysis found that the device had no telemetry as received. The battery voltage was found to be very low. The device entered hardware reset on (B) (6) 2007, due to a low battery voltage when attempting to charge. Based on programmed parameters, the battery longevity was found to be normal. No anomalies were detected during destructive analysis. The device is considered to be normal.